Manufacturer narrative:
Initial implantation details unavailable at the time of this report, this report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2017 due to poor performance with device use. The patient was re-implanted with a new device during the same surgery.